Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor exhibited under-sensing. Programming changes were made. There were no patient consequences.